Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient fell on (B)(6) 2017 in her garage. The patient stated something snapped in her back and she fell on her pacemaker. The patient was transmitted to the hospital and ever since she feels it is swollen around the pacemaker. The patient stated that the battery strength on the pacemaker was low, the swelling was bothering her, and she was not getting any better from the injury. The patient also inquired for a new healthcare professional. (It was assumed that the patient was referring to the implantable neurostimulator as a pacemaker). There were no further complications or anticipations reported with this event.